Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The lesion being treated was located in the anterior interventricular artery. The physician pre-dilated the lesion and was attempting to implant taxus liberte 2.25x24 stent, however it was unable to cross the lesion. When the stent was withdrawn stent damage was observed on the proximal end of the stent. The physician then was able to cross the lesion successfully with a .25x24mm promus element stent. There were no reported complications and the patient condition is listed as o.k.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)